Event description:
The reporter stated, the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the pt's left eye (os) on (B) (6)2009. The lens was explanted on (B) (6)2010, due to low vaulting. Trace anterior lens opacity was observed on (B) (6)2009. The icl was exchanged for a longer lens.

Manufacturer narrative:
(B) (4).